Manufacturer narrative:
Radiograph were received confirming the event. Radiograph also confirmed no fixation was present at that level. Additionally it was reported that the possible causes of this event may be the result of the patient's anatomy and the corresponding tension on the contra-lateral side resulted in the migration of the cage. Review of labeling notes: "... Ibd is intended for use with supplemental fixation that is in addition to the integrated buttress spin plate, such as a pedicle screw system or anterior plate." Lot numbers could not be verified as the device was discarded by the user facility. No further product evaluation could be completed at this time. Patient activity at the time or prior to the event is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. The root cause of this reported event has not been determined.

Event description:
Patient had previous fusion surgery from s1-l4 with posterior fixation; date unknown. On (B)(6) 2018, patient underwent lateral interbody fusion surgery on l3-l4 with no fixation at l3-l4. On (B)(6) 2018 it was discovered that the interbody had migrated laterally outside the vertebral body at l3-l4. Revision surgery was performed to remove and replace the device. Posterior fixation was added.